Manufacturer narrative:
(B)(4).

Event description:
It was reported that thirteen days post implant, the patient presented to the hospital and it was noted that the right ventricular lead exhibited intermittent capture. The patient was admitted to the operating room for lead repositioning. During the procedure, the lead appeared to be in its original position but with less slack on the lead. The lead was repositioned and at the post-operative check, measurements were acceptable. The following morning on (B)(6) 2016 intermittent loss of capture due to dislodgement was again noted and the lead was explanted and replaced. The patient was discharged from the hospital on (B)(6) 2016 in good condition.